Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: "clip applier only had one clip in it." Additional information received from [name] on 31jul2024 via email "another clip applier was opened to complete the surgery. Patient is stable. The surgeon fired one time, and the clip worked. Went to fire another time and no deploy of clip. The surgeon fired a couple more times with no deploy of any more clips. Another clip applier was then opened and used to complete the surgery." Additional information received from [name] on 31jul2024 via email "the surgery was a laparoscopic cholecystectomy." Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: "clip applier only had one clip in it." Additional information received from [name] on (B)(6) 2024 via email: "another clip applier was opened to complete the surgery. Patient is stable. The surgeon fired one time, and the clip worked. Went to fire another time and no deploy of clip. The surgeon fired a couple more times with no deploy of any more clips. Another clip applier was then opened and used to complete the surgery." Additional information received from [name] on (B)(6) 2024 via email: "the surgery was a laparoscopic cholecystectomy." Intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the returned unit, where dry firing was observed. The complainant¿s experience of the clip not loading into the jaws was confirmed. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. A historical trend analysis and review of production records was performed, and no relevant documentations were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.